Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing blank screen. The device was making a sound with a red notification light. It was noted that the device had been dropped before and the screen had a scratch on it. The customer¿s blood glucose level was 124 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to verify missing segment due to blank/flashing white light on the display. The insulin pump was received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller electronic board. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.